Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). Our field service engineer (fse) was on site and investigated the reported issue. As stated in the service report, the ventilator failed pre-use check due to a leakage. The customer installed a new preventive maintenance kit but the ventilator still did not pass the test. The fse reseated the parts and modules multiple times and could not get it to pass at first. Then, eventually after some other adjustments, the ventilator passed the pre- use check. Several pre-use checks were performed and the reported issue was not duplicated. Machine passed all functional tests and returned to clinical use. No parts were exchanged in the system and logs were not provided. The issue was related to improperly seated component. The high o2 issue was clarified as below by our fse after a follow up question. Fse stated that the hospital staff was running medication through the unit with the sample line connected and this was causing the analyzer to give odd readings which was only present at that moment.

Event description:
Important ref. #:(B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator read high o2 and failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).